Event description:
It was reported that an asymptomatic patient presented for a post operative check. Upon interrogation, there was intermittent loss of capture on the right ventricular lead when the patient was positioned on the right side; diaphragmatic stimulation was noted. The lead was repositioned successfully. The patient was stable post procedure.